Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle is confirmed; however, the exact cause is unknown. One photograph of a 25mm intraosseous needle was returned for evaluation. An initial visual observation of the photograph showed a bend in the needle shaft near the hub. The obturator was observed to be in the needle cannula. No obvious use residue was observed on the sample. No additional damage to the sample could be seen in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that they used the new bd io for the first time on a pt today. The needle bent during insertion. It felt like it didn't have enough torque. I used e32's "old" io to get successful access. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.